Event description:
Post cordella implantation in cath lab patient began to have acute hemoptysis. Cordella was implanted at the level of the r pulmonary artery. Cta (cta - computed tomography angiography) showed right pulmonary arterial leak at the distal edge of the device. Pt intubated. Hemoptysis resolved so no intervention required. Pt ultimately discharged to home, two days later, without further complications.